Event description:
It was reported by the plaintiff's attorney that the pt was implanted with a perigee graft system on (B)(6), 2009. It was alleged the pt experienced pain and suffering, infection or inflammation, tissue abrasion and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.